Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5077829.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2008 and the mesh was implanted. The patient experienced bleeding and pain. The mesh was taken out on (B)(6) 2011. As the patient reported, the two hour surgery turned into seven hours and mesh tore the uteral tube which had to be reconstructed. It was also reported that the patient experienced nerve damage and received one unit of blood. The patient quit taking medicine and just takes a day at a time. Currently, the patient experienced nerve damage and myofascial pain. No additional information has been available.